Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process.

Event description:
A device report from synthes (B)(4) reported the following from a facility in (B)(6): patient implanted with a proximal femoral nail antirotation ii on 11/11/2011 for dislocation of the distal end of the clavicle. Patient reportedly fell resulting in the trauma of the clavicle. On (B)(6) 2011, patient left hospital with a triangular bandage. On (B)(6) 2011, sutures were removed and surgeon checked the affected part. X-rays showed no issues. (B)(6) 2011, patient returned to hospital complaining of pain at the affected part. Surgeon noted bone fracture at the proximal end of the plate. The plate was not broken. The re-fracture occurred before rehabilitation. The patient underwent revision surgery on (B)(6) 2012 to remove the broken nail. The surgeon could not find any problem with hat hook position and the postoperative progress has been going well. But he found the breaking part of the pfna ii on the x-ray images on (B)(6) 2012. There is no problem with that hook position. This is # 4 of 4 reports submitted on this event.